Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. A bolus via the pump was delivered to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.